Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for high, out of range pacing impedance was observed via remote transmission. Review of the transmission revealed a possible exit block situation. The lead was capped and replaced without difficulty on (B)(6) 2016. The procedure went well and the patient was stable post op.